Event description:
It was reported that the synfix-lr implant holder threading broke during an anterior lumbar interbody fusion at unknown levels. After the surgeon threaded the implant holder onto the implant he was tapping the implant holder to insert the implant, while he was tapping the threaded part of the implant holder it broke off in the implant. There was one threaded fragment that remained within the implant. The instrument and implant were removed and there were no fragments within the patient. The surgeon was able to complete the procedure successfully using a new holder and new implant. There was no delay and no harm to the patient. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a product development evaluation was completed: the returned device was received with the threaded distal tip of the shaft broken off. The returned implant contains the broken threaded tip from the implant holder. The applicable technique guides were reviewed. It is likely that the holder and the implant were not correctly aligned during engagement resulting on the reported stuck difficulty which contributed to breakage seen of the threaded distal tip. The applicable and associated drawings for the implant holder were reviewed. The drawing for the involved shaft call out material din 1.4923 stainless steel however the current inter-company design standard has removed this material from the approved list and must not be used anymore for new medical devices. This instrument has a removable cap however it is not clear its function and it is identified that if it is not fully threaded may compromise the implant thread engagement. Based on these findings, it also likely that these conditions may potentially contributed to cause the reported complaint. In conclusion, different sources were identified that may have contributed to this complaint, including lacking optimal material strength and unclear functionality of the removable cap. Holding forceps (388.407) are to be used for implant removal in case of the occurrence of this condition. This complaint is confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.